Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator stopped cycling. No pt involvement. The cse inspected the device and replaced the exhalation flow sensor. The unit passed extended self-testing.